Event description:
Customer states that venefit procedure was performed on friday, (B)(6) 2014, of the fight gsv without incident and per IFU protocol. On post procdure imaging the gsv appeared to be closed. Patients leg was compression wrapped and discharged without complaint. On monday, (B)(6) 2014, the patient came back for procedure follow up to assure no dvt and vessel status. The ultrasound demonstrated no vessel closure or fibrotic effect on the gsv. The vessel was completely open with continued reflux. The patient was treated again and the vein does show signs of closure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Never returned.